Event description:
The pt reported that her catheter had "fallen out of the intrathecal space 3 times requiring surgeries each time". No pt symptoms were reported. See manufacturer's report # 6000030200701964 for one prior event of catheter migration for this pt. Follow-up with the hcp provided that the pt's pump was used to deliver lioresal. The pt had experienced a lack of therapeutic effect. An x-ray was done 12/2007 and showed that the catheter had migrated. The catheter was revised. The hcp did not provided any add'l info regarding previous catheter migration. The hcp reported the final pt outcome as "no injury".